Event description:
It was reported that the right ventricular lead had high threshold and decreased sensing of r waves. Manual threshold testing was performed and no undersensing was noted, so the lead was reprogrammed to the unipolar configuration at an output where consistent capture was maintained and no pocket stimulation occurred, and the sensitivity was adjusted to ensure appropriate r wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : vedr01 ipg, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the ventricular capture management (vcm) trend showed the right ventricular lead maximum threshold had been greater than or equal to 2.5 volts throughout the record.